Event description:
New information received notes that auto mode switching episodes due to noise on atrial lead was observed again. Noise was reproducible with arm movement. Physician decided not to take any action.

Event description:
It was reported that there were several short auto mode switch episodes which according to physician was due to noise on the atrial channel. Doctor decided not to take any further action. Patient conditions are good.

Manufacturer narrative:
(B)(4).